Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use, a dilator was inserted into the access ports unlocking the thumb advancer enabling it to retracted proximally. Counter-traction with an assertive pull was applied, which released the device from the tissue tract. The clip delivered and achieved hemostasis appropriately. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed. The deployed clip was not returned and the access port retraction feature had been activated. All external observations of the starclose se device handle, fully slit exchange sheath and access port retracted delivery tube were normal for a fully clip deployed access port activated device. The exposed vessel locator presented an intact pusher body joint with all four locator wings broken. No other damage was detected. Inspection of the vessel locator determined that all of the broken wing material was returned and all of the wing attachment points within the vessel locator assembly were secure. A possible cause for the damaged locator wings may have been either procedural or anatomical. Procedurally, distal pressure can be applied to the deployed locator wings during the deployment of the clip delivery tube set through the tissue tract. This can compact tissue between the locator wings and the distal end of the clip delivery tube, pushing the deployed locator wings distally away from the operator. This condition can inhibit correct locator wing retraction into the distal end of the delivery tube after clip deployment, damaging the wings. Anatomically, any feature within the body, scar tissue, calcification etc. That may prevent correct locator wing retraction may have been encountered. However, no anatomical information was supplied. Based on the investigation findings, the most probable root cause for the reported event is related to the operational context in which the device was used. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.